Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a return of pain and stated that they feel like they are "going to die." A catheter dye study was done and the patient stated that the hcp could get any contrast into the catheter and that the catheter looked like a "loop" on the CT scan. The patient also stated that his hcp told him that both the pump and catheter needed to be replaced. The patient had questions regarding oral medication therapy. The patient will follow-up with their hcp. The medication being delivered via the device system was dilaudid.